Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm diameter implant is not available. Vessel morphology at the time of implant was reported as the iliac arteries were ectatic. It was reported that the patient presented three years post implantation with bilateral type iii endoleaks, separation between the ipsilateral limb and an extension cuff and the contralateral limb and extension cuff. The physician treated the patient four years ago with two aneurx iliac limbs one on each side and the type iii endoleak was resolved. A recent CT demonstrated that the right common iliac artery had continued to dilate causing the stent graft to lose contact with the wall resulting in a distal type ib endoleak. The physician implanted an endurant 16x10x93 limb and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; iliac artery dilatation).